Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 07-dec-2027, UDI#: (B)(4). H6: the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed. Following the bav, upon deployment of the valve to 80% deployment, the non-medtronic guidewire was centralized. Upon the centralization of the wire, a drop in the patient's blood pressure was noted. Subsequently, the valve was fully deployed. Following full deployment, the patient's blood pressure remained low, and echocardiogram revealed pericardial effusion. Pericardiocentesis was performed, filling 60 cubic centimeter (cc) syringes continuously. Angiogram revealed left ventricular perforation. The patient was placed on bypass to be transferred to the operating room, however the patient died prior to transfer.